Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone with concentration 10 mg/ml via an implantable pump for non-malignant pain. The dose rate of hydromorphone was described as 5, max 6.965 mg/day. It was reported that the reason for the report was to troubleshoot why the pump was still stalled post-MRI (magnetic resonance imaging). The hcp stated that the patient had an MRI and that his pump has been stalled since (B)(6) 2021 when the patient had an MRI. The MRI was performed for an issue unrelated to the patient's device or therapy. The patient was now in the clinic for the first-time post-MRI, and after they interrogated the pump it showed that the pump motor had recovered for the time stamp of when the pump was first interrogated post-MRI today. The hcp then went to aspirate the reservoir and pulled out exactly what she expected. It was noted that the patient also reported that he did not have any withdrawal symptoms and that did not hear his pump alarming. At the time of the report technical services explained that the pump was in telemetry mode, and that in telemetry mode the audible alarm would be suspended and that the pump would still be infusing medication.